Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a lifted/separated upstream occlusion sensor/seal. Review of the event history log (ehl) showed multiple cassette alarms. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock sensor. As a result, the upstream occlusion seal and sensor were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.